Manufacturer narrative:
At the time of this report the device sample was not returned for eval.

Event description:
The event is reported as: the connection at the yellow wingnut to flow meter was unstable and there is an air leak. No pt injury reported.